Event description:
The customer reported that the ventilator shut down and alarmed during use on a patient while operating on backup battery power. The customer reported there was no patient harm. The director of respiratory care reported the ventilator had not been plugged into an ac power receptacle during its use in the ICU, and had been alarming while operating on backup battery power. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down due to loss of power and alarm as specified. Review of the ventilator trending data showed the device had been alarming to indicate battery use, and the customer reported it was unknown why the alarm was not responded to prior to the ventilator shutting down. There was no malfunction of the device or backup battery. Performance verification testing was completed and all tests passed per operating specifications. This event is being reported as a user error.